Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the syringe pump had malfunctioned and replaced it to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urine bilirubin and false positive blood results on control sample run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.